Manufacturer narrative:
Correction: e4, h6 health effect - clinical code e0509 was inadvertently omitted. The investigation of the reported failure mode has been completed. No product was received for evaluation. Ischemia/ stroke - the cause of the stroke was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
The user facility reported patient was placed onto impella support due to cardiomyopathy. While on support, patient may have experienced a stroke but she continued to follow commands. Patient intubated out of concern for protecting her airway. Doctor noted possible transient ischemic attack

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.